Event description:
It was reported that during a deep brain stimulation procedure, the impedance of the lead (b3300542m) was found to be too high. The lead was not implanted, and a new lead of the same model was replaced on the same day to complete the operation. The issue was resolved. No patient complications have been reported as a result of this event. Additional information was received reporting that the impedance issues were discovered before implantation. The cause of the impedance issue was unknown. This information was confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID b3300542m serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m serial/lot #: (B)(6) ubd: 10-sep-2026 UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.